Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor with audio failed error. The customer confirmed that the device was not connected to a patient when this event happened.